Event description:
The patient had myocardial infarction. This male patient with a history of hyperlipidemia, smoking (5-pk a day), myocardial infarction and coronary percutaneous revascularization and hypertension. The angioguard rx was successfully deployed and retrieved. The precise pro rx was deployed in the 90% stenosis, mild tortuousity of the ostium of internal carotid artery. No complication was documented. The patient had heparin during the procedure. The next day, the patient had mi, non-q wave. The patient was discharged 10 days post procedure.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of device revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days upon receipt.